Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that upon insertion there was blood back flow with a bd neoflon¿ pro 26ga 0.6mm od 19mm l. The following information was provided by the initial reporter: failure on insertion after showing the first back flow (this was repeated in many other places).

Manufacturer narrative:
H.6 investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. A photo of the defect could assist our quality team in their investigation. Examination of the product involved may provide clarification as to the cause for the reported failure.

Event description:
It was reported that upon insertion there was blood back flow with a bd neoflon¿ pro 26ga 0.6mm od 19mm l. The following information was provided by the initial reporter: failure on insertion after showing the first back flow (this was repeated in many other places).